Event description:
It was reported that the patient¿s blood glucose (bg) reached 216 mg/dl while wearing the pod for an unknown duration of time. After noticing elevated bg levels, the patient removed the pod and noted the cannula had not deployed as intended and was not visible when the pod was removed. The patient noted a smell of insulin and felt pooling in their skin indicating the insulin was not being delivered subcutaneously. Due to reported vision problems, the patient could not confirm if the pink slide moved forward. As treatment, the patient placed a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone 17.2. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.